Event description:
It as reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks due to recurrent ventricular tachycardia and was hospitalized. Most of the shocks were effective but the arrhythmia was frequent. There were concerns of alleged premature battery depletion of this device. Data analysis was performed and boston scientific technical services confirmed a gradual increase in power consumption and recommended device replacement because of this anomaly. No adverse patient effects were reported. This product remains in-service.

Event description:
It as reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks due to recurrent ventricular tachycardia and was hospitalized. Most of the shocks were effective but the arrhythmia was frequent. There were concerns of alleged premature battery depletion of this device. Data analysis was performed and boston scientific technical services confirmed a gradual increase in power consumption and recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.